Manufacturer narrative:
The device was returned and analyzed. The device memory demonstrated a normal device function while the device was implanted and in service. The bench test of the ICD revealed that all therapy functions were available. The inspection of the device memory revealed that an elevated current was used for anti-bradycardia pacing. The last programmed left ventricular pacing output was found to be 5.5v and 1.5ms at 70 bpm base rate. This represents a high current program, which results in a faster battery discharge. In conclusion the device was fully functional, there was no indication of a device malfunction. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted and replaced due to eri, patient has high lv pacing threshold, which may have contributed to early battery depletion. Should additional information become available, this file will be updated.